Event description:
Rn reports a home pateint (hp) with a leak in the transfer set in the twist clamp area. Transfer set was 4 months old. The home patient rec'd a transfer set change and no pt injury or med intervention was reported.